Event description:
A malfunction alarm was reported for a pump under warranty, identified by a code malf 0, and was not resettable by the customer alone. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted in the reset process, but since the issue recurred, they arranged for a replacement pump and instructed the customer to use multiple daily injections (mdi) as a backup therapy. The customer was advised on how to store the pump and agreed to return it with a prepaid label within 10 days.